Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedances of greater than 125 ohms in triad configuration. It was noted that there was noise observed on the shock channel with pocket manipulation and isometrics that has been increasing since the implant of this device. Noise was also noted on the right atrial (ra) lead. A revision procedure was therefore performed. During the procedure, after disconnecting and reconnecting the right ventricular (rv) defibrillation lead, the shock impedance in triad was 52 ohms initially, then 86 to 88 ohms, and 83 ohms on a successive series of tests. Boston scientific technical services (ts) suggested performing a 1.1 joule and maximum energy commanded shocks; however, the physician elected to replace this device as well as the patient's leads.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.